Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high pacing threshold was noted on the right ventricular (rv) lead. During the revision procedure, the helix failed to extend or retract, so the rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of high pacing threshold could not be confirmed. Visual inspection of the lead found excessive blood/tissue on the inner coil within the connector region and in the helix region. X-ray examination found the inner coil over-torqued in the connector region. After cleaning the lead and the helix region of blood and tissue, the helix was able to extend and retract. The extended helix was within product specification. The cause of the reported complaint was isolated to the over-torqued inner coil in the connector region and excessive blood/tissue in the helix region. All other damage noted is consistent with procedural damage. The reported complaint of the helix being unable to extend or retract was confirmed